Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure due to normal battery depletion. Prior to procedure, multiple noise electrograms were noted, and there was pacing inhibition during the noise over-sensing. The patient expressed that he felt dizzy at times and it was noted that there was noise dating back to 2014. The right ventricular lead was capped and replaced. The patient was in stable condition before, during, and after the procedure.